Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient had a stroke due to an embolic event, "likely" related to thrombus. An intellamap orion¿ mapping catheter was selected for use during a pvc ablation procedure which took place on (B)(6) 2018. The physician used a retrograde approach. During the procedure, activated clotting times (acts) were 254, 297, and 252 seconds. Mapping was performed in the aortic cusps and lvot, and no ablation was performed in the lv. Total mapping time was less than 20 minutes. It was noted that the orion was fully deployed while ¿parked.¿ the patient had an embolic event and visual impairment in the right eye. An MRI was positive for stroke. The cause of the stroke was an embolic event, ¿likely¿ from thrombus formation on the orion; however, it was also noted it could have been due to plaque from the aortic arch. The patient was placed on eliquis; symptoms resolved and the patient fully recovered.